Manufacturer narrative:
The serial number of the pump involved has not been returned for evaluation and the serial number was not identified. Should additional info be received from the facility regarding this report, a f/u report will be filed.

Event description:
An rn at the facility reported to their baxter sales rep that an infusion of sodium nitroprusside in a glass bottle was set up incorrectly without using vented tubing. The line was primed and attached to the pump. The pump ran for several hours without alarming and the drip chamber of the tubing had collapsed. The pump indicated that it was infusing fluid but none was delivering to the patient. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the serial number of the pump involved, pump programming and set-up info, specific patient details, tubing product code and lot number being use, and medical intervention, no further info was available. Alternate contact info was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.